Event description:
It was reported that the patient's blood glucose rose to above 250 mg/dl. Investigation found that the cannula was bent and that the housing of the pod was damaged. The device was originally reported for an alarm during priming. There is no information available regarding treatment.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Cracks were observed on both the top and bottom housings. Internal corrosion caused the top and bottom housings to be discolored. Inside the pod, corrosion and fluid ingress were observed on the batteries, pcb assembly, mechanism rails, piezo crystal, clutch spring, catch beam, and commutator cap. The reservoir cap was observed to be dented and mechanism rails were observed to be bowed. The underside of the top housing showed dents and scratches that aligned with the reservoir cap dents and the bowed mechanism rails, this alignment of internal damage with the top housing damage indicates the damage was caused post-use. The exact time of when the damage occurred could not be determined. It could not be determined if the observed damage contributed to the reported hazard alarm event. Fluid was able to travel the complete fluid path, and no leaks were observed. No corrosive residue was observed along the housing cracks. No leak source was found; therefore, the exact time and cause of the corrosion and fluid ingress could not be determined. After multiple attempts, the pod data could not be downloaded, shelf mode current could not be measured, and the battery voltages were found to be lower than expected. This can be attributed to the corrosion observed on the batteries and pcb assembly. Due to the partial/all data loss, it could not be determined if a hazard alarm occurred. Therefore, the cause of the reported hazard alarm event could not be determined. During fluid path testing, a bent needle was observed indicating a damaged hard cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.